Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph was available for analysis. Examination of the phot revealed fluid droplets inside the device housing which is an indication of a leak. The initial evaluation confirmed the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor leaked. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.